Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that from one moment to another the patient was no longer able to hear with his device. The patient did not experience any pain or unpleasant sounds or feelings. No accident has been reported. Testing confirmed that the device has malfunctioned.